Manufacturer narrative:
Corrected data: d9 (the device return date was inadvertently omitted from the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as the model/serial number not appearing on the monitor, the image being displayed but the special scope function not being displayed, and an e311 error code were confirmed. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the image not being displayed could not be identified. However, it¿s likely the cause is related to a faulty video connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is expected to be returned to an olympus service center for further evaluation and testing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, the mage was still visible, but special scope functions are not present on the video system center. Upon inspection and testing of the returned unit, terminal bending of the video connector socket. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.